Event description:
During partial patellectomy with patellar tendon advancement for patella fracture a smith and nephew hewson suture retriever was being used when a piece of the passer loop broke off and was unable to be retrieved.